Event description:
Account reported in (B)(6) 2014 that in (B)(6) 2014 patient had capsular rupture during phaco and it was discovered during cortex removal.

Manufacturer narrative:
(B)(4). Capsule tear, unknown if posterior or anterior. Date of event - (B)(6) 2014. Manufacture date - (B)(6) 2013. The surgeon says no rupture caused by catalyst directly. He was not doubting on functioning of the laser but he was doubting the vacuum. Additional request of information with the account have been done however, no information have been received. Field service specialist visited account. Discovered that there was fluid in the system and confirmed vacuum issues. Replaced vacuum board and tubes and vacuum meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.